Event description:
Koru medical became aware of a needle stick report involving koru high flo subcutaneous safety needle set. No other information was provided at the time of the report. Additional information was received stating "upon disposing of subcutaneous needles post-infusion, rn incurred an accidental needle stick when pushing the needles into the opening of the sharps container. The safety locking mechanism of one of the needles failed to maintain, thus the needle was exposed." No adverse event outcomes were reported to have occurred. A lot number for the needle set was not provided however the set used was a koru high-flo 26 gauge needle set - 14 mm. The number of needles on the needle set was not provided. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This is the fourth report received by the same initial reporter. Other reports include: MDR 1318360-2024-00008 is being filed for nurse #1, needle stick/puncture report. MDR 1318360-2024-00009 is being filed for nurse #2, needle stick/puncture report. MDR 1318360-2024-00010 is being filed for nurse #2, potential needle stick/puncture report. If additional information becomes available, a supplemental report will be filed with the new information.